Event description:
The customer observed biased ammonia results from qc fluids on the vitros 250 analyzer. No pt results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: troubleshooting determined that unacceptable qc results were obtained for amon. Calibration parameters were not provided. The customer recalibrated the slide lot using fresh calibrators and slides, and the calibration parameters were atypical compared to expected vaues. Further investigation revealed that the customer did not warm the slide cartridges for the recommended time period before loading onto the analyzer. After cleaning the sample metering probe and replacing the sample metering tubing, restoration of the original calibration yielded acceptable qc results. The biased results observed are consistent with user error, in not following ocd recommended protocol for cartridge handling.